Manufacturer narrative:
Insulin pump passed displacement test. Device was received with missing display window cover, cracked battery tube threads and cracked case along the side of the battery tube. Reservoir was locked into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged at the top of the reservoir window. The customer's blood glucose was 12.3 mmol/l at the time of incident. The reservoir was not able to lock in place when inserted in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.